Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by the healthcare provider to have been discarded.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Post-operatively, the body undergoes various phases of the tissue response continuum resulting in the fibrous encapsulation of the ring. Local and systemic factors of the patient may play a role in the wound healing and inflammatory responses to biomaterials and implants. Based on the information received the root cause of the event cannot be determined; however, patient factors may have contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 24mm annuloplasty ring was explanted after an implant duration of one (1) year, five (5) months, seven (7) days due to severe mitral stenosis and mild mitral regurgitation. Through follow up with the healthcare provider it was learned that the patient also underwent tricuspid valve repair with a 32mm non-edwards annuloplasty ring and anteroseptal commissuroplasty. It was reported that the mitral valve annulus had significant pannus overgrowth. The mitral valve was inspected and found to have dense fibrotic reaction and pannus overgrowth on the 24mm ring. The 24mm ring was excised and a 26mm transcatheter valve was implanted. The patient was transferred to the pediatric intensive care unit in serious condition.